Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia - right (r-idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis. It was reported that during ablation, an adverse event occurred. They reported that the patient's blood pressure dropped post-ablation and they had an increase in heart rate. The physician discovered a pericardial effusion. They confirmed the pericardial effusion with an echo (transesophageal echo). The physician performed a pericardiocentesis. They reported that 300 ml's of fluid was removed. The patient is now stable and remained overnight for observation. The caller is calling the adverse event in a day later because the procedure was completed after call-center hours. Additional information was received. This adverse event was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event is the procedure. Intervention was the pericardiocentesis. Patient required extended hospitalization for observation. No transseptal puncture was performed. Prior to noting the cardiac tamponade ablation was performed. No evidence of steam pop. The event occurred during the ablation phase. Irrigated catheter was used and flow setting was 8.15 ml/min high flow, 2 ml/min low flow. Correct catheter settings were selected on the generator. Pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector and visitag. Visitag module parameters for stability were range 3mm, time 3sec, fot 25% @ 3g, 3mm tag size. No additional filter used with the visitag. Color options were tag index.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31041891l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).